Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
Patient presented at follow-up with high thresholds and low t-wave sensing. It was noted that the lead had dislodged. The lead was explanted when repositioning was unsuccessful.